Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. The indication for use was not noted and the patient medical history was noted as none. The drug lot and concomitant medication list were noted as unable to obtain. It was reported that the patient has had 4 pump/catheter replacements, in his life. The last replacement was done in (B)(6) of 2015. Since then, the patient has experienced a return of symptoms; specifically, increase of rigidity, urinary retention, and reddened eyes. The logs were read and no adverse events were registered. A flex dose was programmed, increasing 10% baclofen, during the peak of rigidity (morning). The patient status at the time of the report was ¿alive ¿ no injury". No surgical intervention occurred and it was unknown if one was planned. The issue was not resolved and the hcp had no further information. Additional information was requested regarding troubleshooting and actions if there was no resolution, cause, drug concentration and dose, diagnosis for use, and a resolution. Should additional information be received, a follow-up will be submitted.